Manufacturer narrative:
A2 - patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were driveline disconnect alarms, and the driveline was reconnected. Related manufacturer reference number: 2916596-2024-01108. (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 4 days (13feb2024 ¿ 16feb2024, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was not set. The bus voltage dropped to ~12v on 16feb2024 from 16:26:03 ¿ 16:29:28. This is consistent with the ac power cord to the power module being unplugged and the system being powered by the internal 12v sla backup battery in the power module. The backup battery was disconnected on 16feb2024 at 16:28:00 and was not reconnected for the remainder of the log file. The controller microcontroller unit (mcu) underwent an abnormal reset resulting in the pump to briefly stop at 16:28:26. The pump was able to regain speeds above the low speed limit shortly after the reset; however, fuse a was opened after the reset resulting in controller fault alarms which progressed to driveline power fault alarms at 16:28:29. The controller mcu underwent another abnormal reset, resulting in another pump stop. The pump was unable to restart due to second fuse (fuse b) opening. The controller was shutdown at 16:29:28. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing. The controller was returned with both fuses opened. The fuses were replaced, and the controller was retested and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was conclusively determined to be caused by opened fuses. The investigation also found missing backup battery cover screws. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault, no external power, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.